Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils unraveling". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, allergy to metals, vaginal discharge, nausea, fatigue, abdominal distension, memory impairment and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, device dislocation, dyspareunia, fatigue, hypersensitivity, memory impairment, menorrhagia, nausea, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Case became incident. Lab data added. Events: migration, dyspareunia (painful sexual intercourse), pelvic/abdominal,menorrhagia (heavy menstrual bleeding), nickel allergy, bladder/urinary problems-vaginal discharge, nausea, fatigue, coils unraveling, bloating, forgetfulness were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("coils unraveling"). The patient had a medical history of endometrial polyp, paratubal cyst, chronic cervicitis, endometriosis, uterine fibroids, uterine hypertrophy, ovarian cyst, previous caesarean section, abdominal bloating, dysmenorrhea, anemia, menorrhagia, cholecystectomy and appendectomy. The patient had a family history of diabetes and suicide. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the outcomes for device dislocation, dyspareunia, pelvic pain, abdominal pain, allergy to metals, vaginal discharge, nausea, fatigue, abdominal distension, memory impairment and hypersensitivity were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, device dislocation, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, memory impairment, nausea, pelvic pain and vaginal discharge to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2013: results: bilateral occlusion. [Pathology test] on (B)(6) 2022: soft tissue, bladder, biopsy: dense fibrous tissue with adherent hemorrhage. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: acute and chronic cervicitis with squamous metaplasia; proliferative endometrium; leiomyomata; bilateral fallopian tubes with attached paratubal cysts. Gross description: the right fallopian tube measures 6 cm in length 1 cm in diameter. There is a metal essure device in the lumen. The left fallopian tube measures 7 cm in length 1 cm in diameter with attached 1 cm paratubal cyst, there is a metal esher device in the lumen. Clinical information: fibroids, endometrial polyp, thickened endometrium. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were addedremoval date added, action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.